Event description:
Outbound call to pt; per pt, issue was with cassette was not registering. No add'l info, details or dates are available at this time. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Unk. Reported to (B)(6) by pt/caregiver.